Event description:
The customer contact reported coring of the stopper; subsequently, a second stem cell harvest procedure was required. The empty evacuated container was being used for preparation of cryopreservative. It was reported that during preparation of the cryopreservative, the empty evacuated container stopper was entered with an 18 gauge needle several times to add and withdrawn fluid. Reportedly, after the cryopreservative was withdrawn from the empty evacuation container and then infused into an IV bag containing stem cells. At this time, a black thread like particulate was noted in the solution. The stem cells were discarded and had to be recollected the following day. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The reporter was contacted and information on reprocessing of the device was requested; however, the information was not obtained. (B) (4).